Event description:
The report received from the affiliate indicated that during an interventional endovascular procedure for renal stent placement, after pre-dilating the lesion the physician placed the palmaz genesis 6 x 18 mm stent mounted on an amiia balloon catheter at the intended target lesion for deployment. After the balloon catheter was inflated, the physician noted that the stent had migrated forward 5 mm from the intended target lesion site. The physician then implanted an additional 6 x 18 palmaz genesis stent mounted on an amiia to successfully treat the target lesion. There was no reported pt injury. The target lesion was the renal artery. The lesion was reported to be: ostial, and an 80% stenosis. Additional info has been requested.

Manufacturer narrative:
The product was returned for evaluation and testing; however, the engineering evaluation is not complete. Additional info will be submitted within 30 days upon receipt.